Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was submerged in water. She stated that she took out the battery and clean and dried it and cleaned and dried the reservoir compartment. The blood glucose reading was 148 mg/dl. She stated that everything appeared to be working fine. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. All of the buttons functioned properly and no damage was noted on the keypad during the visual inspection. No moisture damage was noted on the motor or electronic assembly during the visual inspection. No anomaly was noted for a keypad connector. The insulin pump was received with a cracked reservoir tube lip.